Manufacturer narrative:
The device was returned for evaluation. The visual inspection confirmed the discoloration of the device. The discoloration on the ceramic tip housing likely occurred due to contact between the metal arthroscope and the ceramic tip of the referenced device. No material appears to have been left behind due to this occurrence. This device was manufactured in a lot of (B)(4) units. A review of the device history record found no anomalies during the manufacturing process that could have contributed to this reported failure. A review of the lot history revealed no other complaints have been received for this device/lot combination for the failure of ceramic melting. There has been a total of (B)(4) complaints involving (B)(4) units for the ceramic tip melting during use. During this same 2-year time frame, approximately (B)(4) units were sold worldwide. The occurrence rate for this failure mode is (B)(4) percent. To date, there have been no patient long term adverse effects related to the ceramic tip melting or the use of this device. This failure is addressed in the risk documentation and the safety risk has been found to be at an acceptable level. We will continue to monitor this device via returns and the complaint system. To reduce the risk of probe tip damage or injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. Use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The user facility reported that during use of the arthroscopic energy 90 degree in a shoulder arthroscopy procedure, the ceramic tip melted. There was no patient injury and no surgical delay with this reported issue. The surgeon used another 90 degree probe to complete the surgery. This report is filed on the basis of potential for patient injury with recurrence.